Event description:
Reporter alleged the customers' blood glucose compact plus system generated a result of 5 mg/dl, which is outside the labeled meassuring range of 10-600 mg/dl. Reprter stated the customer self treated with orange juice since the rsult was low and had also obtained another low result. No other actions were taken or treatment received. A request was made for the return of suspect system and replacement product was sent.